Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported event was not duplicated. The exact cause of the reported phenomenon could not be conclusively determined. However, omsc surmised that the reported phenomenon was attributed to temporary malfunction of the inner board of the subject device or failure of other device than the subject device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported event was not reproduced during the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the screen went black and endoscopic image was not displayed. The problem was solved after the customer rebooted the device. The procedure was completed. There was no report of patient injury associated with this event.